Event description:
Reference importer report number (B)(4).

Manufacturer narrative:
(B)(4). This report was issued due to a death of a patient. A field service technician evaluated the unit 2 days after the incident to check the bubble/flow sensor, and pull up an alarm history. He advised that the bubble sensor is working correctly and that the alarm log showed 2 bubble sensor alarms which occurred during the time of the incident. It was later confirmed by the hospital that the air did not come from the cardiohelp unit but from the left heart of the patient. Hence a failure of the device is unlikely given the information we have available. (B)(4).